Event description:
Two gore viabahn endoprostheses along with an excluder device were used in a "chimney" procedure. The excluder was positioned below the renals and the viabahns were positioned to maintain flow to the renal arteries. After simultaneous deployment of both viabahns and the excluder, kissing balloons were used to post dilate the devices. The positioning of the devices was correct. It was reported to gore that after the gate cannulation and the contralateral leg deployment, angiographic images showed that the main body of the excluder device had migrated approximately 2 cm. The migration caused an impairment of the blood flow to the renal arteries. An open repair surgery was performed and the excluder and the viabahn devices were removed. The patient is in good condition with no renal impairment.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation is currently in process.